Event description:
New information received notes that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited noise recurrence. The rv lead was capped and replaced with a left bundle branch lead on (B)(6) 2026. The patient was in stable condition post-procedure.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead resulting in intermittent pacing inhibition. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.